Event description:
On february 22th, 2022, we have been informed about a malfunction with a defibrillation electrode set at (B)(6) theatres. Skintact defibrillation electrodes and philips heartstart xl defibrillator had been used. The initial report stated "yesterday monday 21st february, we had an issue with the skintact defib pads not being detected by the philips defib machines. Although this was an intermittent fault, we have exchanged all of our skintact defib pads ref: df27n lot#: 210503-0779 for philips m3713a pads at this time." Requesting for further information we have been informed that "we used the pads on two different defib machines and both were philips heartstart xl+ machines. The philips own brand defib pads registered straight away, but the skintact ones didn't." Further on we have received the following information: "how could you determine that the machine does not detect the pads? The pads were connected to the defib machine, but the machine did not recognise the pads and stated that we should connect the pads. Were you able to read an ECG? No, the egc reading did not appear on the defib machine. Did the defibrillator report an error message? If yes, which one exactly? No error message came up on the defib machine, it just stated to connect pads even though they were connected. Do you have a picture of the reported issue? No." It was also specified that "thankfully the patient was not harmed during this incident".

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually. Electrical tests were performed on retained samples. All tested samples were found to perform within limits. No faults could be detected. We have received on (B)(6) an original sealed customer sample from the concerned lot number. First we have connected the returned customer sample to a philips heartstart mrx and have applied the defibrillation electrodes to the test device fluke impulse 7000dp to simulate a ventricular fibrillation. The philips heartstart mrx was able to perform an ECG diagnosis and recommended a shock. The shock was successfully delivered. As the used defibrillator in the incident was a philips heartstart xl plus, we have bought such a defibrillator for verifying the function with a device configuration as used in the incident. On july the 01st, 2022 we have received the defibrillator philips heartstart xl plus. The returned electrode set was applied to the fluke impulse ll5702 and connected to the heartstart xl plus. The device recognized the defibrillation electrodes immediately and displayed an ECG signal. A ventricular fibrillation was then simulated. The ECG diagnosis was carried out on the defibrillator and a shock was recommended. The shock was delivered successfully. The pacing/stimulation mode was also tested. No abnormalities were found here either. Despite repeated requests neither further information nor the involved device was made available. No conclusion regarding the cause of the malfunction can be drawn.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually. Electrical tests were performed on retained samples. All tested samples were found to perform within limits. No faults could be detected. No conclusion regarding the cause of the malfunction can be drawn. We will provide a follow up report when we will receive additional information.

Event description:
On (B)(6) 2022 we have been informed about a malfunction with a defibrillation electrode set at (B)(6) hospital (wgh) theatres. Skintact defibrillation electrodes and philips heartstart xl defibrillator had been used. The initial report stated "yesterday monday 21st february, we had an issue with the skintact defib pads not being detected by the philips defib machines. Although this was an intermittent fault, we have exchanged all of our skintact defib pads ref: df27n lot #210503-0779 for philips m3713a pads at this time." No information was provided if a patient was harmed caused by the malfunction. Currently we are awaiting the involved sample for a further testing and investigation.